Manufacturer narrative:
(B)(4). An applications support manager was on site at the time of the event. She gelled the system and had to increase the bed energy. She optimized the surgical settings and remaining flaps were easily lifted for the remainder of that day. Field service specialist (fss) visited the account after the event. Preventive maintenance was completed. Laser meets manufacturer's specification. Sticky flaps were due to amplifier glass low power output. Amplifier glass was replaced. Equipment labeling contains adequate warnings related to possible complications and flap tearing is one of them. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient had a difficult lift which resulted with a torn flap near the hinge on the right eye. Surgeon aborted the case for the right eye, inserted a bandage contact lens (bcl). Surgeon successfully lifted and completed the excimer procedure on the left eye.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.